Event description:
According to the information received, a 75 year old female had perforation of the colon following use of the peristeen anal irrigation system. The patient had surgery for rectal prolapse in 2012 with resulted in fecal voiding problems and incontinence. Anal irrigation started in (B)(6) 2013. User received training with peristeen by health care professional. On day of perforation, irrigation was performed by the end user by herself. Balloon was pump twice with no problems or pain. 500 mls of water was instilled. Catheter was removed after 5 minutes and small amount of blood on the catheter. Sudden onset of bleeding after removal of the balloon occured with vomiting and orthostatic problems. Water and feces came out after 3 minutes. Bowel perforation was detected via sonography and CT. Surgery was performed with creation of a temporary stoma. The perforation occured at the site of the anastomosis during the 2012 rectal prolapse surgery.

Manufacturer narrative:
According to the IFU, bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that weill require immediate admission to hospital, often requiring surgery. The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get throughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. In this case a 75 year old female had rectal perforation following transanal irrigation. Surgical intervention included temporary colostomy. The perforation occurred at the anastomosis site from colorectal surgery which occurred in 2012.